Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b: additional device product codes : dzl e3: reporter is a j&j employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, when inserting the screw, the screw was broken. All the pieces were removed from the patient, and another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. This report involves one ti matrixmid face screw self-drilling 5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing date: 09-november-2022, part: 04.503.225.01c, ti matrixmidface screw self- drilling 5mm, lot: 2724p01 (non-sterile). One piece quantity -under count documented at clip assembly. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed:04, part: 21015, tialnbri4.00 - phi, lot: 805p447. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be stripped from the threads. The reported allegation cannot be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the scr ø1.5 self-drill l5 tan 1u I/clip would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.